Event description:
It was reported that during use, the cs100 intra-aortic balloon pump (iabp) unit had leak in iab circuit alarm. There was no patient harm.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the cs100 intra-aortic balloon pump (iabp). Leak in iab circuit alarm reported by user during use- checked the machine by performing leak tests. Safety disk leak test and k6, k6a, k7, k8 test, pneumatic performance test passed. Autofill successful using demo balloon. All functional tests passed and machine pumping assist using demo balloon normal. Machine returned to customer for use.

Event description:
N/a